Manufacturer narrative:
Patient country: (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 24-january-2024, it was reported by the patient that infusion set cannula was kinked after 3 hours of insertion due which hyperglycemia and high ketones occurs resulting in hospitalization. High blood glucose level displayed high and treated by correction injection/ bolus. Infusion set was placed in abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.